Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using cold insulin and overfilling the cartridge. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Customer will continue to use the pump for insulin therapy and has backup manual insulin injections if needed.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.